Manufacturer narrative:
(B)(4). Deployment of the device in a 14f arteriotomy. Per the instructions for use: the perclose proglide 6f smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic of interventional catheterization procedures using 5f to 8f sheaths. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was not confirmed. Inspection of the returned device revealed that an in-complete blow-through and subsequent anterior cuff-to-needle tip detachment occurred which would have resulted in a failure to retrieve the suture and could appear very similar to the reported suture break. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after an aortic valve repair interventional procedure. Reportedly, the suture did not deploy, a suture break occurred. A second proglide was used with the same results. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It is unknown if the physician is trained in the use of the proglide device. No additional information was provided.